Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history records cannot be performed since this device was manufactured 15 years or more ago. Based on the results of the investigation, the cause of the phenomenon is likely that no endoscopic images are displayed due to a faulty video connector lock. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image displayed was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the visera pro videosystem center image was not displayed during preparation for use. The unspecified procedure was completed without delay, using a replacement device. There was no report of user or patient harm associated with this image.